Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. The vertek arm was returned to the manufacturer for analysis. Analysis found that both ends of the arm were still movable when the handle was tightened. Analysis found that the reported event was related to a mechanical issue. The site opted not to have the instrument replaced.

Event description:
Medtronic received information regarding a navigation system. It was reported that when the manufacturer representative was tightening and locking the articulating arm, it was still able to move. This issue was discovered outside of a procedure and there was no patient present when this issue was observed.

Manufacturer narrative:
UDI updated. Device manufacturing date is updated.